Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 a reported, the button of a 7f exoseal vascular closure device (vcd) was stiff and was unable to be pressed. Therefore, the complaint device was removed as it was. Hemostasis was completed by manual pressure and procedure was completed. There was no reported patient injury. The user confirmed that the visual indicator was changed. The device was used with a 7f non-cordis sheath. The device was used in a percutaneous coronary intervention (pci) procedure. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18343614 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿deployment lever (button) frozen/locked¿ could not be evaluated. With the information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
A reported, the button of a 7f exoseal vascular closure device (vcd) was stiff and was unable to be pressed. Therefore, the complaint device was removed as it was. Hemostasis was completed by manual pressure and procedure was completed. There was no reported patient injury. The user confirmed that the visual indicator was changed. The device was used with a 7f non-cordis sheath. The device was used in a percutaneous coronary intervention (pci) procedure. The device will not be returned for evaluation.